Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (UDI) is unknown. Operator of device is unknown.

Event description:
It was reported that the device showed an error message during pre-use check. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Event history log was reviewed and the error was found multiple times. As a result of turning on the pump, lec1720 was displayed, and then confirming that an error 1720 had occurred. Replaced the back up capacitor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.